Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five days after the open ovariohysterectomy via midline celiotomy in two young dogs, linea alba herniation was observed. Suture line became loose / unraveled and remained in muscle/subcutis with herniation of abdominal contents into subcutis. Repeat surgery under general anesthesia was performed on the day the linea alba herniation was observed. Patients hospitalization was prolonged. A different suture brand and type was used to performed the revision surgery.